Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the metallic cap was detached, and the fiber rotates freely at the tip causing frequent interruptions. The procedure was completed with another fiber without patient complications.